Event description:
Initial information received from a physician in 2009: this non-serious case was received from a physician and upon medical review, has been upgraded to serious based on company criteria. A physician reported a female injected 2 months ago with poly-l-lactic acid (sculptra, lot# and expiration date unknown) developed bumps in the tear trough area. The bumps were palpable and visible. No concomitant medications or medical history reported. No further information reported.

Manufacturer narrative:
Device qc performed.